Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) indicted low helium even though the tank was 1/3 to 1/2 full. The helium tank was swapped with the same result. The iabp was swapped for another one and brought to the biomed department for evaluation. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) indicted low helium even though the tank was 1/3 to 1/2 full. The helium tank was swapped with the same result. The iabp was swapped for another one and brought to the biomed department for evaluation. No patient harm, serious injury or adverse event was reported.